Event description:
It was reported that a malfunction occurred, with the customer unable to reset the pump due to a charging issue. There was no reported impact on the customer¿s blood glucose level. The customer received replacement charging supplies, and technical support assisted with troubleshooting, confirming the charging issue was resolved. No further actions were needed, and the case was closed.